Manufacturer narrative:
Device evaluation: analysis was completed for the detector command processor set that was returned. Through visual/physical examination and functional testing, the reported issue was confirmed. The fiber receptacle in the detector panel was damaged, and it was noted to be loose. After installing the detector panel in a known working system, a link ready error and receptor error were detected. The command processor was installed in a known working system, and an attempt was made to establish connection but failed. Analysis determined that there was an electrical failure and that the returned detector command processor set was faulty. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. Testing revealed that the detector would not communicate with the command processor (cp) or the mobile view station (mvs). The detector command processor set was replaced. The system then passed the system checkout and was found to be fully functional. The detector command processor set has been received by the manufacturer, but analysis results are not yet available. FDA result code and FDA conclusion code correspond to the system checkout completed for the system. FDA result code and FDA conclusion code correspond to the pending analysis results for the returned detector command processor set. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a trauma cervical spinal fusion procedure. It was reported that the imaging system booted to ¿initializing please wait¿ with x-ray disabled. The site tried rebooting the system with the umbilical connected, then rebooting with the umbilical disconnected, but this did not resolve the issue. The site chose to abort the surgery. The patient had received anesthesia and was intubated prior to aborting the case. Additionally, the case was aborted prior to an incision being made. Prior to the case being cancelled, there was a surgical delay of 90 minutes due to the issue. It was noted that the surgery was performed at a later date (it was rescheduled for 4 days later).